Event description:
A cordis patient called for medical information and additionally reported adverse events. On (B)(6) 2003 patient had an unspecified cordis stent placed in an unspecified vessel for an unspecified reason. Beginning on (B)(6) patient experienced an unknown event which resulted in an unspecified cordis stent being placed in an unspecified vessel on (B)(6) 2005. Patient reported his stents are located in his chest. No further information was obtained at time of call due to patient abruptly disconnecting the call.

Manufacturer narrative:
The reporter did not provide any contact information. Therefore, details regarding the follow up procedure and product details could not be obtained. The device remains implanted and unavailable for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.